Event description:
It was reported that during a video laparoscopy abdominal retossigmoidectomy procedure, after 30 minutes of left colon dissection, the device locked and when the surgeon removed the device from the cavity, he observed the tip was loose. It was not reported how the procedure was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.